Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a angioplasty procedure a device markings issue occurred. During the procedure it was noted that the balloon of a 4.0 x 15mm flextome cutting balloon catheter extended out of the markers and was not lined up on the shoulders. No patient complications were reported.

Event description:
It was reported that during a angioplasty procedure a device markings issue occurred. During the procedure it was noted that the balloon of a 4.0 x 15mm flextome cutting balloon catheter extended out of the markers and was not lined up on the shoulders. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified kinks at various locations along the hypotube which is consistent with excessive force being applied to the device during use/handling. Twisting and stretching was present at the exchange port which is evidence of excessive guidewire manipulation during use. Blood was present throughout the balloon and inflation lumen which is evidence of a device leak. The inner had moved proximally within the balloon due to the inner detachment. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a angioplasty procedure a device markings issue occurred. During the procedure it was noted that the balloon of a 4.0 x 15mm flextome cutting balloon catheter extended out of the markers and was not lined up on the shoulders. No patient complications were reported.